Manufacturer narrative:
The device was returned and evaluated. Evaluation findings were that there was a flickering/intermittent image due to faulty cable unit that needed to be replaced and a faded rear cover. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the picture jumped in and out and was blurry while using the camera head. The issue was observed during preparation for use, and the diagnostic (exploration of a thoracic mass) procedure was completed using a similar device. There was a delay of 5 minutes while the patient was under anesthesia to obtain another device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event, ¿the intermittent images¿, was confirmed. The probable cause was determined as communication failure due to a cable malfunction. The cause of the cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.